Event description:
During preparation of the device for cardiopulmonary bypass procedure that was scheduled for the following day, the user reported that while setting occlusion on the arterial pump the plastic occlusion numbered ring broke. As a result, an alternative device was deployed. There was no pt involvement during this event.

Manufacturer narrative:
Device not returned.